Event description:
The jada system was not successful at controlling the bleeding / did the jada device stop control the bleeding? No [device ineffective]. Case narrative: this initial spontaneous report originating from united states was received from a nurse via clinical educator referring to a female patient of unknown age. The patient's historical condition included pregnancy (discrepant information provided: "it was reported that the patient was currently pregnant"). The patient's concomitant medications, and drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. Approximately on an unknown date in 2022 (reported as within the last six weeks), the patient underwent vacuum-induced hemorrhage control system (jada system) 2.0 placement for abnormal postpartum uterine bleeding or hemorrhage (postpartum haemorrhage) (lot# was not reported). It was reported that vacuum-induced hemorrhage control system (jada system) came in a blue seal valve, kit and green carton. It was reported that vacuum-induced hemorrhage control system (jada system) was not successful at controlling the bleeding (device ineffective) and had to be discontinued. The nurse manager stated that she believed the problem was provider education issues. It was reported that not more than one vacuum-induced hemorrhage control system (jada system) was used. No other symptoms were reported for the patient. No additional information was provided. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. Upon internal review, the event device ineffective was considered to be medically significant. This is one of 2 reports received from the same reporter. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4648 insufficient information (there is not yet enough information available to classify the health impact). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2022-00007. We will be retaining the old case (B)(4) MFR number- 3002806821-2022-00007 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2022-00007. We will be retaining the old case (B)(4) MFR number- 3002806821-2022-00007 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).